Manufacturer narrative:
Since the original medwatch was filed, the investigation into the reported hemolysis with the use of impella has concluded. The pump was returned, but not the pump data logs. The pump was evaluated on the bench top and run through hemolysis testing. Once on the bench top, blue fibers were found inside the pump and attached to the impeller. Once these fibers were removed the pump was run and passed hemolysis testing. The blue fibers were found to be the cause of the hemolysis. The fibers were most likely ingested when the pump was run outside the body. The fibers were introduced by the user in the cardiac catheterization lab. The timing of the ingestion can not be confirmed due the lack of pump data logs. The failure mode will be monitored and trended.

Manufacturer narrative:
The product has been returned for analysis and hemolysis testing. The investigation is on-going at this time. Upon completion a final medwatch will be filed.

Event description:
A patient admitted in cardiogenic shock had an impella cp placed for hemodynamic support via the left femoral artery. The patient was decompensating during the angioplasty. After just after five hours of support the team chose to explant the impella due to hemolysis concerns. The labs were hemolyzing and the urine output was tinged in color. The team placed an intra-aortic balloon pump for support.